Event description:
Healthcare professional reported, left side "7 mm mass". That's "central to the nipple in the retroareolar region" and "suspicious of malignancy". Healthcare professional, further reported, "grossly ruptured". Via operative report. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported left side 7mm mass that¿s central to the nipple in the retro areolar region and suspicious of malignancy" not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6.